Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 1581 competitor implantable tachy lead (B)(6) 2006; unk competitor implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a lead alert for right ventricular lead sensing. The lead remains in use. No patient complications have been reported as a result of this event.